Event description:
It was reported that the right ventricular (rv) lead created "occasional pocket stimulation." No known interventions. No known patient complications were reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead created "occasional pocket stimulation." No known interventions. No known patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Additional information received indicates the rv lead was capped and replaced.